Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade need to be installed. The reported issue is currently under investigation.

Event description:
It was reported that the system would not start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.